Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The speaker did not produce audible sound. After the speaker replacement, the unit returned to working specification. No further investigation or action is warranted at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.